Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0r6pk implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead product ID 3889-28 lot# va1f7vr implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Representative reported that patient was having pain at the pocket site only when the implant neurostimulator (ins) was on but when ins was turned off the pain eventually subsides. Patient described the pain as a dull pain. Patient has been getting therapeutic benefit from the date of implant but the pain has only started since three months ago. Caller did not have anything that prompted the pocket pain. The caller noted that the patient went to physical therapy because her back was bothering her and physical therapist had the patient keep a log of the pain and that was when the patient determined that the pain was coming up when she was using the ins. Pain was in lower back/pocket site/buttocks and noted as sudden. It was reported that patient was in the operation room (or) on the day of this call and they decided that the lead was for certain going to be replaced and potentially the ins. Caller stated the doctor evaluated lead via x-ray and 'didn't like the way it looked'. Caller stated she checked impedances of the old lead and found that c3, 01, 02, 03 were >4k ohms at 1.0v but when she increased to 1.5v the high impedances resolved. The caller stated they removed the old lead and decided to place the new lead on the left side because the patient¿s right side was 'not responding'. The caller stated she had some high impedance again but when she increased the test voltage the impedances resolved again. The caller stated the patient was getting good motor response at <(><<)>1v. The caller went on to ask if they should replace the ins as well. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0r6pk serial# implanted: (B)(6)2015 explanted: (B)(6) 2017 product type lead product ID 3889-28 lot# va1f7vr serial# implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedancewas unknown on the new and the old lead, but they ended up clearing both times. An impedance check was ran and x-rays were taken, but the old lead ended up being removed and replaced. An impedance check was ran again and, eventually, it was normal. To resolve the high impedance, the amplitude was increased to 2.0 volts (v) and moved to a 270 pulse width, which eventually showed normal ranges.